Event description:
Customer alleges the brake came out. No injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. Consumers daughter stated that the brake came out of the rollator. She requested the name of a local dealer for repairs.